Event description:
It was reported that this 840 ventilator generated an inoperative alarm on start up. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the pb840 ventilator generated an ino perative alarm on start up. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp was unable to boot the ventilator into service mode and unable to communicate to the ventilator with use of the vts (ventilator test software) program. To solve the issue, sp replaced the gui (graphical user interface) pcba (printed circuit board assembly) and bd (breath delivery) pcba (printed circuit board assembly). The ventilator passed all the tests and calibrations at the time of service and was returned to the customer. The gui pcba and bd pcba was returned to the medtronic for the failure investigation. No anomalies were found during visual inspection of gui pcba and bd pcba. The functional test found no issues or faults with the gui pcba. The test ventilator failed the post (power on self test) generating a "vent inop" condition. None of the leds (light emitting diodes) on the bd diagnostic led array were illuminated. The issue was isolating to the reference designator u101 on the bd pcba. If this failure occurred during ventilation, the ventilator would generate a vent inop condition. The appropriate audio and visual alarms would enunciate. With the above investigation, the cause of the observed conditions determined to be faulty reference designator u101 on the bd pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.